Event description:
It was reported that on (B)(6) 2011 the patient was hospitalized with a myocardial infarction. (B)(6) 2011 the patient underwent promus stenting in the proximal right coronary artery with three 3.5 x 28 mm stents and one 3.5 x 23 mm stent. The patient experienced post operative complications which included anemia which required a blood transfusion, worsening of pre-existing heart failure, pre-existing genito-urinary/renal disorders and multiple systemic infections starting on (B)(6) 2011; all of which were treated with medication. On (B)(6) 2011, the patient was diagnosed with another systemic infection, dual antiplatelet therapy was stopped on (B)(6) 2011 and the patient expired on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Death and heart failure are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.